Event description:
It was reported to philips that the heartstart xl defibrillator did not display the ECG . There was no negative patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Manufacturer narrative:
.